Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported through litigation a complaint which states during a left nephrectomy with left adrenalectomy it is alleged the stapler or staples malfunctioned causing a laceration of the spleen and bleeding from the renal vein. Pleading further alleges an exploratory laparotomy found that plaintiff had a splenic laceration requiring a splenectomy. Pleading indicates an echelon flex powered stapler was utilized during the procedure." Patient consequences reported: "alleged additional surgery requiring a splenectomy and blood transfusion of 15 units."

Manufacturer narrative:
(B)(4).